Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a motor error alarm and a no delivery alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 600 mg/dl. The customer treated with a manual injection. The customer performed the displacement test and it passed. The customer was able to clear the alarms. The customer was informed that the alarms were caused by a set or reservoir occlusion. The product was working as designed and nothing was replaced or returned.